Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A customer reported to fresenius mexico that a 2008k2 machine experienced high temperature while a patient was in treatment. The machine was also reported to having leaked a large amount of water. The patient was moved to a different machine and completed treatment without incident. There was no indication of patient harm or adverse event. A fresenius mexico technician is scheduled to service the reported machine. Upon inspection of the system, the technician found that the transmembrane pressure was high and there was an abundant leak in the back of the system. The dialysate liquid pressure was calibrated, the outlet hose for the ultrafiltration pump was adjusted, functional tests were performed, and the machine was left functioning correctly. No sample is available for evaluation by the manufacturer. This report was received from a list supplied by fresenius mexico.